Event description:
It was reported that the patient's implant battery was depleting more quickly than it had before (this had been going on the past couple months). Then caller said they had charged the patient's implant to full on friday and today (monday), the implant battery was almost empty. The caller didn't know the circumstances that led to the issue but did say that the patient had fallen a couple times and the falls were prior to noticing that the implant battery started depleting quicker. The caller denied any changes to implant settings. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.